Event description:
It was reported that there was an erosion of a linx device.

Manufacturer narrative:
(B)(4). Date sent 6/19/2025 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025 d6a: exact date is unk. Assumed first day of the month and first month of the year. Additional information: 3 yrs ago implanted. Size 16 surgeon believe the problem was a thicken oesophagus with barretts and 6 cm hh. No device malfunction suspected. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact date of implant? What is the product code? What is the lot number? If the device has been removed, what was the date of explant? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device laparoscopically removed the entire device was the patient stented? What is the current condition of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 7/1/2025. Additional information was requested, and the following was obtained: what was the exact date of implant? What is the product code? What is the lot number? If the device has been removed, what was the date of explant? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date endoscopically removed the eroded beads & laparoscopically removed the device the same day endoscopically removed the entire device laparoscopically removed the entire device was the patient stented? What is the current condition of the patient? I don¿t have this information as it is not available yet. The surgeon plans the explant for early july but no date confirmed.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2025. Corrected data: d1, d4. D6a: exact date is unknown. Additional information was requested, and the following was obtained: what was the exact date of implant? 2 years; (B)(6) 2023. What is the product code? Lxm14. What is the lot number? Unknown. If the device has been removed, what was the date of explant? (B)(6). What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Dysphagia. Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Not available are pictures or videos available? No. How many beads eroded? 4. Where were the eroded beads positioned? Los. Which best describes the device removal approach? Endoscopically removed the eroded beads & laparoscopically removed the device the same day: actually at the same time. Was the patient stented? What is the current condition of the patient? Ok.